Event description:
It was reported the patient was driving in a motor vehicle accident about the time an episode was recorded, but there was a temporary loss of signal so it was not possible to determine if it was a true asystolic event. The implantable cardiac monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).